Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unknown date was above 250- and below 500 mg/dl with nausea, blurred vision, excess urination, and extreme thirst. The reporter noted the patient remained on pump therapy, the pump's settings were not recently changed, and the patient did not require medical treatment above and beyond typical diabetes care management. It was reported the time and date reset when the battery was removed from the pump for less than 24 hours. This complaint is being reported because the health event was attributed to a pump malfunction.